Event description:
It was reported that the patient presented to the ER with symptoms of diaphragmatic pacing. Loss of capture was noted. X-ray revealed the lead to be extra-cardiac, in the pericardial sac. The lead was explanted and replaced with no complications.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.